Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was inserted into the aorta hole, but the seal was not unfolded in the shape of an umbrella and falls out of the hole. The procedure was completed with a new device. There was no patient effect.

Event description:
N/a

Manufacturer narrative:
Trackwise #: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period ( jan -2020 through dec-2021) was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device : (10 /213/67 the device was returned to the factory for evaluation on 12/17/2021. An investigation was initiated on 05/02/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use was observed on the delivery device as well as on the intact opened seal. There were no visual defects observed on the aortic cutter or the loading device. A visual inspection was conducted. The delivery device was returned outside the loading device. Signs of clinical use and evidence of blood was observed on the delivery device as well as the loading device. The seal was observed to be intact and fully opened with no cracks or delamination observed. The white plunger was fully depressed and the blue safety lock was off which allows for the white plunger to be depressed. The seal was removed from the delivery device with no physical or visual difficulties. There were no visual defects observed on the seal or the tension spring assembly. No measurements of the delivery device were taken due to the presence of blood which indicates that there was an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.